Event description:
Storz sheath #27040 was used in the or for a hysteroscopy with dilatation and curettage. After the surgery was completed, the ceramic tip at the distal end of the sheath was missing. Pt was returned to or for a diagnostic hysteroscopy, but did not find any foreign body.